Manufacturer narrative:
H6: device code 1494- incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of an iliac artery with two proglide devices using the pre-close technique via a 9fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed the sutures broke for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath size remained at 9fr and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture separation was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the proglide device was used in the iliac artery. It should be noted that the electronic proglide instructions for use (eifu), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that the plunger was not fully depressed flush with handle body during deployment, such that the needle tip did not eject from the posterior foot pocket which resulted to the reported suture separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E3- occupation updated from non-healthcare provider to physician.